Manufacturer narrative:
Continued h6 (health effect - impact code):f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details, device return, device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.